Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and device longevity was found to be below expected limits given the available programmed parameters. Device was tested on the bench and no high current drain source was found. The battery was sent to the vendor. No anomalies were found that would cause the battery to deplete. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that on (B)(6) 2011 the patient was seen in-clinic and reported a remaining longevity of (B)(6). On (B)(6) 2011, the device was below eol. Session records show no therapy delivery since (B)(6). Device was explanted and replaced.